Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the user¿s complaint. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be damaged and lifting exposing metal. The teflon pad was still intact with no missing pieces noted. The distal end of the device was inspected under a microscope and found scrapes and charred stains on the probe unit. The device was attached to the test usg-400/esg-400 the device passed the probe check. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the gold insulation at the top of the device jaw broke off. It was reported that the surgeon was cutting the patient¿s ligament when the breakage occurred. No device fragment fell into the patient. The procedure was completed with a similar device. Additionally, the nurse reported that it was unknown if the device was inspected prior to use.